Event description:
The user facility reported that during a patient procedure the table moved past level position into a full right tilt when commanded via the hand control to return to the level position. The procedure was completed successfully and no injury was reported to either the patient or the hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and hand control and found all articulations to be working properly with the exception of level. The technician noted that a sensor failure was indicated on the hand control which can be caused by a loss of calibration, causing the table to articulate incorrectly as the table is not receiving data from the sensors. The loss of calibration may have been caused by irregular voltage to the table. As a precaution, the table and hand control were returned to steris for further evaluation by engineering who found no fault with the table or the hand control and could not duplicate the reported event. All functions were found to be operating properly, including the 'return to level' function. The surgical table was not under steris service contract and was maintained and serviced by the facility biomedical department at the time of the reported event.

Manufacturer narrative:
On (B)(6) 2010 steris corporation issued a voluntary field correction report #1043572-8/12/10-008-c for cmax surgical tables. Steris has learned that certain cmax surgical tables may lose calibration if the table is operated only on battery power and if the table is in a low battery charge condition. This could result in the table moving into an unexpected tilt position when the "level" button is depressed on the hand control keypad. Steris has received no reports of injuries associated with this condition. A low battery charge condition exists when no bars on the table led display are illuminated. Loss of calibration will not occur if a table is connected to ac power. As described in the cmax surgical table operator manual, the table should be connected to ac power as often and as long as possible; connecting the table to ac power as soon as the low battery condition occurs will prevent possible loss of calibration. The field correction will update the software in all cmax surgical tables that may lose calibration when used in a low battery charge condition while on battery power. Customers were also instructed to follow the directions in the operator manual to keep table(s) connected to ac power as often and as long as possible.